Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. (B)(4).

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the centralizer implant was attached to the stem however; it was too loose. The customer finished the surgery with another product.

Manufacturer narrative:
New information received does not change the previous investigation.

Manufacturer narrative:
Only the centralizer device was returned, the cpt hip stem was not because it was implanted into the patient; therefore, the mating condition of the components in question is unknown. The part and lot numbers of the product are known; the device history records were reviewed and found the devices to be conforming. These products were used for treatment. The complaint history search was reviewed; no similar complaints were previously received for the related part/lot combination. The investigation could not verify or identify any evidence of product contribution to the reported problem.